Event description:
It was reported that the pulse generator exhibited a -diagnostics cleared due to invalid data- error message during interrogation. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.